Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture on the presenting electrogram (egm). This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.